Event description:
It was reported that vessel dissection occurred. Vascular access was obtained through the femoral artery. The 100% occluded , mildly tortuous, non-calcified, concentric, de novo lesion was located in the proximal to distal right coronary artery (rca). The physicians decided to use promus element ¿ stents. The physician crossed the lesion with a non-bsc wire and dilated it with a 2x20mm maverick balloon. The first promus element ¿ stent (2.5x38mm) was placed at the mid to distal rca. A second promus element ¿ stent (2.75x38mm) was placed at the proximal to mid segment. The ostial lesion was approached with a 3x32mm promus element ¿ stent. There was significant resistance encountered while advancing. After inflating the 3x32mm promus element stent, the physician observed a dissection at the rca distal branch. To cover this dissection, the physicians decided to cover it with another 2.25x20mm promus element ¿ stent. The patient is stable post procedure and responding well to medication.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).